Event description:
Programming data was reviewed for the generator. The data shows that the generator was at -6.6 degrees celsius. Per the data, system diagnostics were not performed on the day of the event, therefore the voltage was taken from the last 24 hour check. Although the device had been left at room temperature for a bit, only interrogation was performed (not diagnostics) and therefore the voltage never updated and continued to show at neos (near end of service) condition. The likely cause of the battery depletion was due to low storage temperature although it was never confirmed that the battery rebounded since system diagnostics were not performed. Product analysis for the generator was completed and approved. There were no performance, or any other type of adverse condition found with the pulse generator.

Event description:
It was reported that there was a patient in the operating room and the new replacement generator was showing 0-8% battery. It was noted the battery had not rebounded back after 30 minutes. . They were in (B)(6) so it was really cold but the device had been in normal room temperature for most of the day. He said upon interrogation in the packaging that the battery showed 0-8% battery. He said that they had put warm blankets and warm saline on the device to try to warm it up but that did not help it rebound. It was asked if they had interrogated and performed system diagnostics after giving it some time to warm up and he said he did. The generator was received for analysis. Device history record showed no issues prior to distribution. Analysis is underway but has not been completed to date.